Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented at the time of the index procedure due to stable angina. Cardiac catheterization revealed an 18mm long and 80% stenosed target lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.5mm. The target lesion was treated with predilation and deployment of a 3.0x20mm taxus liberte stent followed by post dilation resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. (B)(6) 2011: the patient presented with angina. Cardiac catheterization revealed 99% in stent restenosis in the proximal rca, with remainder of the previously placed stent widely patent; 60% ostial stenosis; mild luminal irregularities in distal rca. This was treated with deployment of a 3.5x16mm ion stent to the proximal and ostial rca. The event was reported to be resolved without residual effects 3 days post onset.

Event description:
It was further reported that the event onset was in (B)(6) - 2011, but treatment was performed (B)(6) - 2011. Treatment involved use of a guide catheter with side holes. A luge wire was advanced, but it was unable to cross the subtotal stenosis in the right coronary artery (rca). A non-bsc guide wire was then advanced into the distal rca. The lesion in the proximal rca was then predilated and a luge wire was advanced. A 3.5x16mm ion stent was advanced over the luge wire and the non-bsc wire was used as a buddy wire. The non-bsc wire was subsequently removed and the ion stent was deployed at the proximal and ostial portion of the rca. Post dilation was performed with a 3.5x12mm nc quantum apex balloon resulting in 0% residual stenosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).